Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the set screw in the battery header was stripped and would not tighten onto lead. They took the screwdriver out, re-inserted with more force, and eventually used another ins from the rep¿s trunk stock. This was reported to be an out of box failure and the issue was noted to be resolved with the new ins. There were no patient complications reported as a result of this event.